Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity and race was not provided for reporting. Information received from the sus voluntary event report, report # mw5077516, reports hospitalization, disability/permanent damage, other serious (important medical event). There is no contact information provided to obtain additional information, therefore, reporting as it is stated. Received a sus voluntary event report, report # mw5077516, from FDA on 20-jun-2018. This report is for one (1) unspecified band-aid, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). Sus voluntary event report, report # mw5077516, has been attached to 2214133-2018-00027. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received a sus voluntary event report, mw5077516, from FDA informing that a male consumer reported a serious injury from use with a band-aid. Consumer experienced bad rashes. In addition, a couple of hours after removing product from the knee, the skin was blistered, swollen, hurt badly, and was oozing infection. Consumer was admitted to hospital for treatment.